Event description:
It was reported that while performing education with the cardiosave pump, the screen display indicated it was in rescue mode even though it was properly docked on the hospital cart. Customer attempted multiple times to re dock the pump. The battery icon displayed two fully charged batteries but no ac even while plugged in. The small yellow light in front did however indicate ac connected. There was no balloon or patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen display indicated it was in rescue mode even though it was properly docked on the hospital cart. A getinge field service engineer (fse) attempted multiple times to re dock the pump. The battery icon displayed two fully charged batteries but no ac even while plugged in. The small yellow light in front did however indicate ac connected. No balloon or patient involved. No service call has been placed for this machine. (B)(6) is a self service hospital. H3 other text : no service call has been placed for this machine.

Event description:
N/a.